Event description:
Rep reported that the serial number of the controller was unknown. The patient has a known impedance issue that is drawing more power than expected. This is on the paddle portion of his system. The cervical perc appears to be functioning normally and patient last reported good coverage. The cause of the difficulty with controller charging was unknown and likely user error. Patient elected to not pursue a revision consult. The cause of implant not being as efficient was determined to be high impedance. Reprogramming was attempted. Patients inability to travel and distance to clinic prevented regular meetings. The issue is not resolved at this time. The patient reports not using the device and states he¿s ¿too old for surgery¿.

Manufacturer narrative:
Continuation of d10: product ID: 97745, product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that they believe they were aware of the high impedances in march 2024. There is some confusion in the notes because the patient has two lead systems, but one ipg.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated the stimulator won't stay charged. Patient said they have noticed this since the implant. Patient said this is the worst piece of shit you've ever put in me and the stuff that operates it is a bunch of crap. Patient asked to speak to someone that can get them better equipment or tell them someone else that handles this machine so they can go to a different company. Agent reviewed difference between implant charging and that implant battery depletion depended on settings/usage. Patient also said they couldn't get the controller or implant charged. Patient said they'd charge controller for several hours, then go to charge the implant, but implant would deplete in a day. Agent again started to review charge frequency depended on settings/usage and patient then became escalated and demanded to be transferred to a supervisor or someone that could give them better answers. Agent reviewed supervisor request process and sent a callback request for someone to call the pt. Agent called patient back per the escalation request. Patient repeated previously documented information and was upset because they felt the ins was only about 10% as efficient as their prior ins. Patient claimed their controller will charge to 80-100% and then charge their ins which only hold the charge for maybe 24 hours, then just goes off. Agent reviewed factors that impact charge frequency, and reprogramming could possibly stretch those timeframes, but they would have to meet with an hcp to have a rep implement those changes. Patient was again escalated and said they didn't know their doctor because manufacturer always directed them to the person who would change out their implants. Patient said they wanted better equipment, because this plastic crap wasn't working; was in fact hurting them more than helping and they can't keep putting "bad shit" inside their body. Agent reviewed there is only one set of equipment available for this ins - patient then inquired of other implant options and agent reviewed information of both rechargeable and non-rechargeable ins options which would have different external equipment. Patient wanted to know who was responsible for putting the model of ins they have in them and agent reviewed hcp involvement with implanting, and manufacturer reps do not control the implant process, they just program the implant that is put into a patient. Patient said they had a different doctor for each implant they've had put in and didn't know the name of the most recent one. Patient was upset and said that since their first implant, manufacturer told them they'd be 100% behind them and now they're being given crap. Agent reviewed a list of doctors would be sent to them and another email would be sent to the representatives in the area for visibility. Per rep reply: they have spoken with the patient and are in the process of finding them another hcp to revise their 'resume paddle.'

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.